Event description:
Patient received a burn to the right ventricle surface of their tongue approximately 1cm in diameter during a cavity preparation. The patient was under local anesthesia at the time of the injury. For treatment, the patient was advised to use saltwater rinses and was recommended over the counter analgesics for discomfort or swelling. The doctor has had a follow up visit and the injury has healed normally with no further need for medical attention or reported complications.